Manufacturer narrative:
The device was returned but lost in transit. Although the device was not received for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer's touch screen was not responding. No adverse patient effect was reported. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided.

Event description:
It was reported that the programmer's touch screen was not responding. No adverse patient effect was reported. It was reported this product was returned to boston scientific but has become lost in transit. Should this product be received in the future, an updated report will be provided. The device was received and underwent analysis testing.

Manufacturer narrative:
The device was returned but lost in transit. Although the device was not received for analysis, boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device identified no abnormalities. The programmer was powered on and it was confirmed that the touchscreen was intermittently unresponsive due to not detecting touch inputs. The programmer was disassembled, and it was determined that an issue with the screen's touch controller caused the observed touchscreen behavior. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Review of device memory showed an unrelated issue of an error that was recorded by the programmer. Detailed analysis was undertaken, and it was determined the internal pacing system analyzer (psa) board was not initializing properly. In the field, a restart may resolve the issue.